Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified other complaints reported to this lot and appear to be related to a potential product quality issue. Based on available information, the reported difficult to flush the dilator appears to be related to a potential product issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported during preparations, both steerable guide catheters (sgc) (40903r2022 and 40903r2023) were unable to be flushed. Therefore, the sgcs were not used and were replaced. There was no clinically significant delay in the procedure.